Event description:
A customer reported a patient had developed toxic anterior segment syndrome (tass) following a cataract extraction procedure. There is no direct link to any product used. All products used are being reviewed by the staff at the facility. The customer has indicated that there is some concern because the bss bags are opened early in the day and injected with adrenaline and left sitting in a pile before being used. The patient has undergone a posterior vitrectomy and treatment with antibiotics. The staff is now leaving the bss bags in their sterile cellophane wrappers until just before usage. They are also wiping betadine on the grey "bung" and the spike is being wiped with an alcohol wipe prior to use. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The clinical analyst reviewed the questionnaire and stated the following: "the customer reported a case of tass. "The physician to advise the hospital is investigating a case of tass on their cataract patients, operated. Every product and process in the theatre is being reviewed. There is no direct link to product at this time. Several alcon products are used for his procedures: system, fluid management system (fms), balance salt solution (bss) 500ml bags, duovisc, and custom pak. Codes and lot numbers were not recorded at time of surgery as the symptoms did not present for several days. Zeiss brand iol implanted. There is some concern that the bss bags are opened early in the day and injected with adrenaline and left sitting in a pile before being used. Patient is improving slowly with corneal and epithelieal edema gradually clearing. This was the patients left eye (os). A posterior vitrectomy was performed and occuclox antibiotic were given. The staff now, leaves the bss bag in its sterile cellophane wrapper until just before usage. They then wipe the grey bung with betadine and then alcohol wipe and then spike. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. The customer has confirmed: "there is no direct link to an product at this time. Therefore, there is no evidence that the design or performance of the phaco handpiece or system caused or contributed to this reported event of tass." With no additional, related information provided, the customer reported event was not able to be confirmed. Based on qa assessment and a review of the manufacturing record the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).